Event description:
It was reported that the charge pak, low power and service icons were displayed. The reported problem is indicative of a device that will not power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified that the device would not power on. It was observed that the internal hlc batteries were depleted; however, the root cause for this failure was not determined. The customer received a replacement device.